Manufacturer narrative:
Since no samples are returned for investigation no relevant testing could be performed. Since lot number is unknown no further investigation to the lot can be performed. If lot information was available, the batch records and the complaint database were reviewed for relevant deviations and similar complaints. We will ask for further information by distributor. The cause of death was reported as a heart attack. The cause of heart attack is unknown. Patient was terminal and had 20% of heart function.

Event description:
During call, daughter reports patient went to emergency room months ago. Reports several months before she died cannot provide exact date, reports she and her sister helped patient with the pump, reports patient had difficulty operating pump on her own as she could not see well and they ordered a magnifying glass but this did not help. Patient went off pump and went to flex pen at this time. Reports hospitalization was for high bg. Reports patient was not counting carbs and did not count carbs while using pump. Bg 400-600 mg/dl reports nausea, vomiting, and her sister called 911, patient was not tested for ketones. Patient was taken to emergency room. Advised of reason for elevation she states they thought it might have been a bad site, reports on description using inset 6mm, she was trained on insets with her mom, along with her sister. She is not sure who inserted site at this time, m.d. Said they may not know what caused elevation, patient had heart attack at this time also and m.d. Could not say if high bg caused heart attack or heart attack caused high bg or if it was a bad site. Patient had a cardiac cath at the time also to check for damage and patient stopped breathing on the table but was revived and test was completed and heart valve damage was found. Reports m.d. Was very vague as to cause of high bg patient had 20% of heart function at this time and was told she had approx 6 months to live. Reports possibility of bad site, no bent site when checked no leak or smell of insulin noted at the time, reviewed tech with daughter, she on description has correct technique, again does not recall who inserted this infusion set. Also daughter states she is not blaming the pump. Daughter mentions patient target 140 mg/dl during the day and 180 mg/dl during the night. Advised of review of pump while patient was wearing she declines review and feels pump was functioning fine and declines review.